Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo-scope had holes in the insertion section and an elongated angle wire. The device was returned to olympus for evaluation. During device evaluation, foreign material was found in the channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During visual examination, the reported issues were confirmed: the insertion section had a cut and was no longer water-tight and the bending angle in the up direction did not meet specifications due to an elongated angle wire. During examination, additional issues were found: the bending section adhesive was chipped; the connecting tube was wrinkled; the light guide bundle was slipping down; and the eyepiece was scratched. Device testing showed the right/left lever did not move smoothly due to damage on the bending tube. In addition, the image was impacted by damage: the objective lens was damaged causing a foggy image and the image guide bundle was damaged, causing the image to show a stain. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.